Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a high blood glucose around 400 mg/dl. Customer treated for high blood glucose and declined troubleshooting. The insulin pump is not expected to return for analysis.